Manufacturer narrative:
The button error alarm and no button response were due to corroded keypad traces. Unable to perform the occlusion test due to button keypad anomaly. Pump received with cracked battery tube threads, reservoir tube lip and minor scratched display window. (B)(4).

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 500 mg/dl at time of reporting. Nothing further reported.